Event description:
It was reported that the customer had a prime rewind anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer states that the insulin is "squirting out" during the manual prime process. The customer stated that they are unable to exit the "preparing to prime" loop. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back up plan per healthcare provider instructions.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to protruded/loose drive support disk. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.